Manufacturer narrative:
E1: name of the initial reporter is unknown. The investigation into the controller error has been completed. The impella automated controller was returned for investigation. The data logs from the reported day of event are consistent with the complaint and show controller error alarm #24 due to loss of communication with the assembly. During initial testing, the alarm was not reproduced, and all aic boot-ups were successful. However, after more thorough testing that included monitoring of the communication between the controller (at42qt1060) and 4-in-1 carrier microcontroller (msc1210), we were able to observe false keyboard readings being interpreted as key presses, and resulting in errors very similar to those observed in the field. It is our conclusion that the kbd glass assembly was defective. The cause of the aic issue was a defective kbd controller assembly. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. The device was removed from use and a loaner was sent to the customer to initiate return of this device. There was no patient harm reported.